Manufacturer narrative:
The device was found to have met specifications. Microscopic analysis showed a conical shape (necking) of the wire at the point of breakage confirming that the breakage happened during the amputation while some full force had been applied, as described by complainant. A firm conclusion was not reached due to a lack of info concerning the position of the uterine manipulator at the time of breakage. The condition of the returned device is indicative that the uterine manipulator was not removed prior to activating the loop. The instructions for use include the following warning: remove the uterus manipulator before activating the lina gold loop. Only a uterus manipulator made of non-conducting material (e.g. Plastic) should be used with the lina gold loop.

Event description:
Tip of the lina loop el-160-8 broke at the tip half way through the amputation.